Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the trunk cable was unable to communicate with a monitor due to an electrical short. The root cause for the electrical short could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.